Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have a blade broken 0.25" from the base. A piece measuring approximately 0.0855" x 0.395" was found to be broken off. The broken piece was returned. Components adjacent to this broken blade do not show damage. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the harmonic ace instrument's blade was broken. The customer used a spare instrument to continue with the procedure. No fragment was reported to fall inside the patient. The procedure was completed with no reported injury. Intuitive surgical, inc (isi) followed up with the initial head nurse reporter and obtained the following additional information: the instrument was inspected prior to use and nothing was noted out of the ordinary. The instrument did not collide with anything and no fragment was reported to fall into the patient's anatomy.